Event description:
Reportedly, the recipient never had experienced hearing benefit from the device. Demonstrating only sound detection for loud impact noises; however, this information was never communicated to the med-el clinical support team. In recent years, the recipient had discontinued follow-up appointments. He developed a significant middle ear infection, and the family decided to proceed with explantation. The recipient has been explanted.

Manufacturer narrative:
Additional information: according to the information received from the field the device was explanted due to a middle ear infection. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. Further it was reported that the recipient never had satisfactory hearing benefit with the device. However, the lack of hearing benefit seems to be device unrelated. In situ measurements show two channels involved in a short circuit. The remaining channels should provide sufficient hearing benefit. The explanted device has not been received for investigation yet.

Event description:
Reportedly, the recipient never had experienced hearing benefit from the device. Demonstrating only sound detection for loud impact noises. However, this information was never communicated to the med-el clinical support team. In recent years, the recipient had discontinued follow-up appointments. He developed a significant middle ear infection, and the family decided to proceed with explantation. The recipient has been explanted. To be confirmed.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: according to the information received from the field the device was explanted due to a middle ear infection. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the reported issue. Further it was reported that the recipient never had satisfactory hearing benefit with the device. However the lack of hearing benefit seems to be device unrelated. Device investigation revealed damage to the active electrode caused by device minute mobility. In situ measurements before explantation only showed two channels involved in a short circuit. The remaining channels should have provided sufficient hearing benefit. Apart from the wire breakages the device works within specification. This is a final report.

Event description:
Reportedly, the recipient never had experienced hearing benefit from the device. Demonstrating only sound detection for loud impact noises; however, this information was never communicated to the med-el clinical support team. In recent years, the recipient had discontinued follow-up appointments. He developed a significant middle ear infection, and the family decided to proceed with explantation. The recipient has been explanted.